Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing the tubing fittings. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The customer observed a false positive hstroponin result on the alinity analyzer. The following data was provided: sid (B)(6) initial <10, repeat 17, 6. The customer uses the gender cutoff from the package insert of 15.6 pg/ml. There was no impact to patient management reported.